Manufacturer narrative:
Conclusions: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
There was an impact directly to the implant site. The user has been re-implnted on (B)(6) 2020 with a new deivce.

Event description:
There was an impact directly to the implant site. Per field information, hearing performance before the trauma was not affected and the user hearing performance with the device was very good. However, after the trauma, the hearing performance was suddenly and subsequently affected, and the user can't hear anything now.

Manufacturer narrative:
Additional information: according to the available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. Currently, no date for revision surgery has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was directly beat on the implant. Per field information, hearing performance with the device was affected.

Manufacturer narrative:
Additional information: according to the available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. Currently, no date for revision surgery has been scheduled.

Event description:
There was an impact directly to the implant site. However, after the trauma, the hearing performance was suddenly and subsequently affected, and the user can_t hear anything now.